Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC was inserted in (B)(6) 2017. They have since discovered that it broke outside the body. No reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter tubing was confirmed, but exact cause was not determined. One 4fr s/l powerpicc solo was returned for investigation. The catheter extended to the 37cm depth mark. An injection cap that was not included in the PICC kit was attached to the solo connector. Residue was observed on the winged hub. A functional test revealed a leak at the distal end of the molded wing. A microscopic examination of the leak site revealed a breach in the tubing just inside the distal tip of the molded wing. The adjoining surfaces of the catheter were microscopically examined and were found to be rough and granular, which is indicative of a tear. Potential contributing factors of the damage include pulling, twisting, and/or manipulating the catheter at the hub. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the PICC was inserted in (B)(6) 2017. They have since discovered that it broke outside the body. No reported patient injury.